Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged rear housing. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported customer complaint was found. Device underwent functional testing; confirming the reported customer complaint. Device was found to have no alarm sound as a result of the microprocessor board, which was then replaced. The problem source has been determined to be unknown.

Event description:
Information was received that device does not alarm. No adverse effects reported.